Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and mildly calcified left radial artery. A 4.0mmx15mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, on initial inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.